Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.3 device evaluated by manufacturer, h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was returned to edwards lifesciences for evaluation and the following was observed. On a pre-expanded valve, one (1) strut bent outward at inflow and all struts exposed through skirt, which is normal after crimping. On a post-expanded valve, all struts remained exposed through skirt, which is normal after crimping, leaflets dehydrated and wrinkled due to storage condition (prolonged crimped state), bent strut corrected and frame was canted. Imagery was provided from the site and revealed the following: the patient's access vessel (left subclavian/axillary) had presence of tortuosity and undersized minimum luminal diameter (mld). Mld required for 14f esheath is 5.5mm. During manufacturing of the sapien 3 ultra valve, the sapien 3 ultra valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on during delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, ''a strut was uplifted under fluoroscopy''. Per evaluation of the returned device, an inflow strut was bent on the crimped valve. Per imagery provided, the patient's access vessel had presence of tortuosity as well as an undersized vessel diameter. Per training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. The presence of tortuosity and an undersized vessel can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force''. So, if excessive force was applied to overcome the resistance and manipulating the delivery system during advancement, it could result in a bent valve strut as seen in. As such, available information suggests that patient factors (tortuosity, undersized vessel) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was previously initiated to capture further investigation and any possible corrective/preventative action activities associated with insertion of the commander delivery system with s3u through the esheath resulting in high push force.

Event description:
As reported, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, a strut was uplifted under fluoroscopy. It was the decided to remove the unit as one. A new system was prepared and the valve was successfully deployed. A dissection was noted post implantation. A cutdown to repair the artery and closed. Patient left the room in stable condition.

Manufacturer narrative:
The investigation is ongoing. The device has not been returned.